Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that an rx dilatation balloon device was used during an endoscopic papillary balloon dilation (epbd) procedure performed on the day before. According to the complainant, during the procedure, leakage was noted from the balloon when pressure was increased. The device was removed, and it was noted that the balloon had ruptured. The procedure was completed with another rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."